Event description:
It was reported that the t:slim x2 pump¿s battery would not charge, and the pump screen was dark and unresponsive, causing the customer¿s blood glucose level to reach 500 mg/dl. The caller performed a correction injection via mdi and required assistance from a healthcare professional, who prescribed long-acting insulin. Despite troubleshooting efforts, including using different charging cables and adapters, the issue persisted, leading to cts deciding to replace the pump. The customer was advised to switch to mdi as a backup therapy.